Manufacturer narrative:
(B)(4). These complaints were made in reference to the opt012 wigglepads that came with the opt316 and opt318 optiflow junior nasal cannulae. Lot #: 2100465646 ((B)(4), opt316), 2100411684 ((B)(4), opt318). Device manufacture date: not provided (for both). The complaint opt31x optiflow junior nasal cannulae were not returned to fisher & paykel healthcare in new zealand for evaluation. Our investigation of this complaint is therefore based on the information provided by the customer and our knowledge of the product. The opt316 series optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (opt012 wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula under the part number opt012. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason, our user instructions warn the user to replace them when necessary and the spare wigglepads are available for this purpose. The user instructions that accompany the optiflow junior nasal cannula show in pictorial format how to correctly remove the cannula and also contain the following statements: "ensure skin is dry/prepared." "Appropriate monitoring must be used at all times." "Check cannula remains secure on the face. Replace wigglepads if required."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the wigglepads of the optiflow junior interfaces were not sticking well to the patients. No patient consequence was reported.